Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the condition of ¿service technician finding the unit's battery gets very hot¿ the unit was triaged and after running the pump for four hours the battery was warm to the touch. The pump was disassembled and the drain was found lifted off its pad and bent. The potential root cause is the use of an unauthorized power adapter by the user. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 12/19/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with the customer states the unit has no charge. Upon triage on (B)(6) 2016 the service tech found the unit's battery gets very hot.